Event description:
During CT guided bone marrow biopsy, the luer lock connection broke off of the needle, making it impossible to obtain aspirate. The needle was removed and a new one used to complete the procedure.